Event description:
The customer reported that while the unit was in use on a pt, the battery charge light failed to illuminate and the unit would not operate on "a/c" power. The pt was switched to another unit and therapy was continued. No pt injury was reported.